Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) device is not reading the correct helium.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. A getinge field service engineer (fse) evaluated the unit, device completed all power on self tests and displayed 'system test ok' message. Connected known iab and known system trainer and initiated autofill. Device completed autofill and continued pumping at 80bpm for approximately 30 minutes without any alarms or abnormal function occurring.- continued troubleshooting and discovered multiple gas loss in iab circuit alarms, augmentation below limit set alarms, and iab disconnected alarms within the logs. Device passed all functional and safety tests according to factory specifications. Allowed device to run for an additional 30 minutes at 100bpm on internal trigger without any alarms or abnormal function occurring. Fse was unable to replicate reported complaint of "device is not reading the correct helium" at this time. Device was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) device is not reading the correct helium. Patient involvement, harm/injury, and event circumstance is unknown.